Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence urgency frequency. It was reported that the patient (pt) got home today from getting the trial and he felt like it was working on the way home. Ens fell out of the pouch made with tape. The patient put it back in the pouch and doesn't feel stimulation. He said, it says end session. Patient was supposed to set the levels and self control. The instructions on the levels of what he was at weren't written on the box. Therapy was turned off and he had to turn it on. Patient wanted to know how the stimulation got off. He thought he was at 1.2v when he was showed how to use the therapy. Patient didn't feel the stimulation. When he got to 1.7 he felt the stimulation. Patient wanted to know why he can't pee now. Patient made it sound like before this issue was pt peed now they can't. The patient was redirected to their healthcare provider to further address the issue. Patient stated his ens device came disconnected and he was able to re-connect it. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said that he is no longer tracking because he had an issue with the battery in his ens. He already collected enough data to satisfy his requirements per his healthcare provider (hcp).